Event description:
During a case, the surgical light system was struck by another medical device. This impact sheared the nylon screws used to secure the light's ceiling cover, allowing one of the metal covers to fall to the floor. The piece didn't hit anybody in the room. (B) (4). (B) (4).

Manufacturer narrative:
Maquet field service technician (fst) visited the customer and evaluated the device. The fst reported that several devices are attached to the ceiling, all around the surgical light system. Among these devices is the one that hit the surgical light. The service tech determined that this device is equipped with rotation stops, but the stops were not set correctly on this unit and therefore collisions with the light were possible. The fst repaired the broken parts of the light, adjusted the rotation stops on the other device in order to avoid future collisions, and verified the other operating rooms in the hospital. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.